Event description:
According to the reporter, the stapler was being used on the stomach during a laparoscopic gastric sleeve and after firing, tiny bright yellow fragments on the abdomen. Similar color to the shipping wedge. A grasper was inserted to remove the yellow pieces from the abdomen and staple line. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.